Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, multiple non- sustained episodes were noted due to noise artifact on the right ventricular lead due to myopotential oversensing. No intervention was performed.